Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)?- no it was only bleeding and no other observations being noted for the same. How was the bleeding controlled?- this was being controlled by applying clips. How much blood was lost (ml)?-120-150 ml. Did the patient require a transfusion?- not as such, but surgeons concern was only about bleeding and it has never happened earlier. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)- hospital stay extended, reoperation required in other case. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: is the video from the initial procedure or the reoperation? What color cartridge was used throughout the procedure and what was their corresponding anatomical locations? What device and its product code were being used with the cartridges? What are the exact cartridge product code and the qty? Was the stapler itself been reprocessed? Did the surgeon wait 15 seconds prior to firing? What was the site of the post op bleed: the gastric pouch, gastrojejunostomy, or the jejunojejunostomy? Was the prolonged hospitalization correlated to blood loss or were there other contributing factors? Please confirm the number of reloads that could have caused or contributed to the bleeding. Has the ¿reoperation required in other case¿ mentioned in the additional event information that was provided, been reported, and if so what is their corresponding pc (product complaint) number? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that oozing becomes a bleeder after sometime of firing.